Manufacturer narrative:
Insulin pump was received with blank display due to severe corrosion on all electronic assemblies. Analysis was unable displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to blank display. Analysis was unable to verify low battery alerts due to blank display. Insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, peeling end cap address label, corrosion in battery tube, severe corrosion on force sensor assembly and moisture damage on motor assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had battery issues. The customer's blood glucose level was unknown at the time of the incident. It was reported that the insulin pump's battery was replaced and only lasted for one day. It was reported that the battery was changed again and there was no change. The insulin pump was returned for analysis.